Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a product evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was not provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3/ s3u/s3ur IFU was reviewed. Details on balloon bursts are as follows; 'do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath)'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for balloon burst and difficulty or inability to withdraw system through sheath were unable to be confirmed as no device or imagery were provided for evaluation. Additionally, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Also, a review of IFU/training materials revealed no deficiencies. Per event description, 'post implant of the valve, during the post dilation, the commander balloon ruptured transversely. The delivery system was unable to be removed from the esheath safely and required a surgical cutdown to remove everything.' In addition to the event description, the case notes stated that the perceived root cause of balloon burst was that 'too high pressure inside the ring during post dilation'. Based on the provided information, it is possible that the balloon burst was due to the interaction with the existing thv in the mitral ring. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, interaction with the pre-existing thv can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The case notes also stated that 2ml extra was added to the balloon prior to inflation. Overinflation can subjecting expose the balloon to pressures high enough to cause it to burst.' As such, available information suggests that patient factors (pre-existing thv) and/or procedural factors (over-inflation) may have contributed to the complaint event. Additionally, as the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. As such, available information suggests that procedural factors (withdrawal of burst balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 months post-implant of 29mm sapien 3 ultra resilia in a preexisting ring in the mitral position, the patient was experiencing residual paravalvular leak (pvl) and a valve in valve in ring was performed. Post implant of the valve, during the post dilation, the commander balloon ruptured transversely. The delivery system was unable to be removed from the esheath safely and required a surgical cutdown to remove everything.